Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2005. The patient was revised on (B)(6) 2011, for unknown reason. A further revision occurred on (B)(6) 2011, for unknown reason. The patient was revised on (B)(6) 2011, due to dislocation. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." The user facility was notified of the event on april 26, 2012 in the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00543 / 00544).